Manufacturer narrative:
An evaluation of the scd express compression system was performed for the customer reported condition of ¿the unit shuts off.¿ the reported condition was confirmed and upon service the technician found there was burn mark on the power cord. Failure confirmed due a burn mark found on the plug. The power cord was inspected and the ground prong was found shorted out due to one side of the tip being bent and touching the other tip. There are signs of arcing on the live prong indicated that the some arcing had occurred at some point during use. The cause of the damage cannot be determined due to several possible contributors i.e. Damaged due to handling, damaged from shipping. The plug was removed and scrapped before the unit was returned to service. Replaced power cord. Processed per service instructions. The potential root causes are customer misuse due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. A device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/28/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
On (B)(6) 2016 the customer states the unit shuts off. Upon triage on (B)(6) 2016 the service tech found the unit had a burn mark on the power cord.